Manufacturer narrative:
Evaluation of the returned velocity confirmed that the catheter was fractured. If the velocity is forcefully advanced against resistance, damage such as a kink and subsequent fracture may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a velocity delivery microcatheter (velocity) and a neuron max 6f 088 long sheath (neuron max). During the procedure, while inserting a velocity into the rotating hemostasis valve (rhv) of the neuron max, the scrub nurse experienced resistance. Subsequently, the scrub nurse broke the distal tip of the velocity. Therefore, the velocity was removed. The procedure was completed using a non-penumbra microcatheter and the same sheath. There was no report of an adverse effect to the patient.